Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem 'the whole right column of the button overlay is not functioning', which was reproduced during evaluation by troubleshooting the device. The cause was determined to be a failing keypad operation. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump run/stop button, #3 button, #6 button, #9 button are unresponsive. There was no patient involvement. No additional information is available.